Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 22 days post implant of this 22mm aortic mechanical valve, an additional procedure was performed to insert additional sutures. The reason for the intervention was reported to be due to paravalvular regurgitation. No additional adverse patient effects were reported.